Manufacturer narrative:
Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported via clinical study that patient underwent a total hip arthroplasty on (B)(6) 2012. During the final seation of the femoral stem, a small, non-progressive fracture of the calcar was noted. A luque wire was placed around the calcar without difficulty.